Manufacturer narrative:
Investigation confirmed the reported issue. The occlusion assembly was replaced and the pump passed all occlusion tests. Roller heads provided equal spin and resistance following repair.

Event description:
User reported a large discrepancy in occluders, which affected the pressure during the case. This event is considered reportable per spectrum medical's criteria; however, there was no patient harm related to this event.